Event description:
It was reported to philips that host pc boot failure; system outside clinical use on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reimaged the host pc and restored the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).